Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. Pump error 15 alarm was found in the history files on 09/27/2025 from 02:13:40.000 through 04:55:31.000 (file number: 0 ; line number:1784). Per software engineer log, pump error 15 was triggered in serial flash driver since the serial flash memory area referred to detailed traces got corrupted - suspecting the hw. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly. Isolate to electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, battery tube threads - cracked and cracked belt clip rails. Unable to confirm customers allegations of high bgs, however, pump error 15 was confirmed due to hardware error. No moisture damage was noted on electronic assembly. Isolate to electronic assembly. Unit was also received with battery tube threads - cracked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported loose battery thread. The customer experienced hyperglycemia with blood glucose value of 367 mg/dl. The hyperglycemia was treated with manual injection. The event involved product(s) mmt-1884, mmt-342g, mmt-442ag, mmt-7040a. Troubleshooting was performed for crack on pump and not performed for high blood glucose. The functionality was affected. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-442ag. No product return is required for mmt-7040a.